Event description:
It was reported that the motor is intermittent on the device. It was discovered post-operatively without any patient or case impact. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the part was returned to triangle, already disassembled. The switch was damaged beyond repair. Due to an unknown cause, the service and repair department documented a hand piece for battery powered drive with an intermittent motor. Corrosion and damage were noted on several components. The received components were visually inspected. The contact plate and teflon barriers had moisture and a brownish residue on them. The gears on the inside of the motor showed evidence of corrosion. The switch was visually inspected and found to be badly damaged. There were some wires imbedded in the flex tail that were severed. The middle (forward) button¿s metal contact plate was found to be bent outward. The fast forward button had thermal damage to the rubber button. The supplier performed a button priority test and determined that the forward button, when pressed, interrupted the other buttons. The supplier concluded that the switch is the cause of the device failure. Given the evidence that the forward button contact plate was bent in the ¿on¿ position permanently and there were severed wires, it is possible that the signal from the forward button never reached the circuit board to activate the motor. Based on the evaluation and the unknown cause, this complaint is confirmed but is not considered manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. The customer reported the motor did not work. The repair technician reported motor failure as the reason for repair. The cause of the issue is unknown. The following parts were replaced: housing (new lot #005075), circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on may 16, 2014. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Additional product code: gxl. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service history review: lot #004186 a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.